Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a crack in one of the cylinders' connecting tube was noted. Pump was removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Pump kink resistant tubing (krt) was worn to the filament and presented a hole and a leak from wear. The pump passed the leakage evaluation. Based on the information available and analysis results, the hole and leak identified in the krt could have caused or contributed to the reported clinical observations. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a crack in one of the cylinders' connecting tube was noted. Pump was removed and replaced, and no patient complications were reported.